Event description:
Improperly cleaning of medical equipment. Frequently no pre-cleaning performed, frequent delays in mfg recommended reprocessing timeframe (and without required alternative soak time for delay), poor knowledge of cleaning techniques, and ignorant of their cleaning errors. FDA safety report ID# (B)(4).